Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer scheduled an extended bolus but insulin on board (iob) did not coincide with requested dosage. During troubleshooting with tandem technical support, pump data was reviewed and showed that after the extended bolus was requested, the user requested two additional standard boluses. Contact acknowledged that pump performed as intended and that the customer was mistaken about boluses that had been requested. There was no adverse impact to the customer's blood glucose level.